Event description:
Related manufacturer reference number: 2017865-2024-73684. It was reported that the patient presented in clinic due to dyspnea. X-ray confirmed dislodgement due to twiddlers on the right ventricular (rv) lead and the atrial (ra). The physician elected to explant and replace the rv lead. The patient was in stable condition.